Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of hemorrhage and medication are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A conclusive cause for any reported patient effects, and the relationship to the product, if any, cannot be determined. Treatments are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Trial name: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide device after an interventional procedure with a 6f sheath. Reportedly, mild ooze was observed post procedure. The dressing was changed and medication was given. Manual compression was applied. Additionally, a proglide device was used successfully on the right side. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.